Event description:
An impella cp device was inserted percutaneously into the right femoral artery, in a 71-year-old male patient, with a past medical history of coronary artery disease (cad). Presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs) scai stage e requiring cardiopulmonary resuscitation (CPR) on multiple inotropes, vasopressors, and ventilator support prior to initiation of support. The impella was inserted for ventricular support prior to percutaneous coronary intervention (pci) of the left anterior descending (lad) artery. The impella was placed through 18fr introducer, not impella 14fr introducer. The 18fr introducer was left in place due to groin bleeding concerns. Prior to leaving the cardiac catheterization lab (ccl), no pulse was obtainable via doppler on the right lower extremity. Upon arrival at the intensive care unit (ICU), an ultrasound (us) of the right lower extremity showed there was flow distal to the insertion site and bilateral calves were warm and both feet were cool. The post-procedure outcome was survived at explant. The device functioned at p-7 at 3.1 l/min with no issues. Ischemia may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.